Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during follow-up low atrial impedance and very low sensitivity was found. The lead was explanted and replaced. There were no adverse events for the patient.